Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the port weld. The leak was discovered during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between july 10, 2018 - july 12, 2018. The actual sample was received for evaluation with the bag's fill port cut where the customer likely drained the contents. A visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed which noted a leak at the spike port cap. No leaks on the port weld were observed. The reported problem of leak was verified. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.